Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the uim and duplicated the reported issue that the touch screen not responding when powered on. Partial touch screen did not respond after recalibrating the screen properly. Cycled power three times then rechecked; the touch screen unresponsive and icons are frozen. Replaced with known good display and the touch screen problem was corrected.

Event description:
The customer reported ventilator o2 problem and he opened up the vent and did the balance reg cal. After putting the user interface module back on it was blank took it apart checked all connections and put it back together and has some flickering this time. The external cable to the user interface module from the gas delivery engine did not fix the unit. The touch screen is not responding to touch. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a display assembly, avea user interface module (uim). Fa inspected the display assembly, avea uim for any anomalies that may be present, nothing was found out of the ordinary. Fa connected a known good control pcba onto the display assembly, avea uim. Fa connected the display assembly, avea uim with a power supply test station after inspection. Fa powered on the uim and found that the touch screen was responsive. Fa switched powered the unit on and off 10 times, but the touch screen was still responsive. Fa was not able to duplicate the reported issue. The display assembly, avea uim was scrapped.